Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Event description:
Incident detail: we had an incident today during a leep procedure with one of dr. (B)(6) patients in which the patient was burned on her leg by the grounding pad during the coag component. Thankfully, it was a small area of the skin. Doctor and the staff member stated that the settings were all correct and pad was affixed properly to patient. I reported this to risk of course and will need another assessment of the machine before we place it back in service again. I am glad you were out to look at this last week. Follow-up initiated for additional info. One of my ob providers was performing a leep procedure on a patient when the grounding pad on the patient began to smoke during the coag function. The procedure was discontinued and the patient had a small, 1-2 inch area where skin was removed on thigh where the pad burned her on corner of grounding pad. Patient did not know what was happening during that time and did not feel any pain. Provider dressed the wound on patient and will see her for follow-up visit on (B)(6). Medical assistant stated that grounding pad was affixed appropriately and completely to patient's leg. Incident occur during procedure. Patient, gamete, embryo, or end user involvement? Yes. Patient injury- yes. Medical / procedural intervention- yes. Patient/status: patient states she is "fine" and even forgot about the incident when I called her yesterday, (B)(6). Leep precision intg sys lp-10-120, (B)(4).

Manufacturer narrative:
Investigation: review DHR. *analysis and findings. Complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 06/17/2021 under wo #'s (B)(4) and shipped on 9/10/2021. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was not received under RMA #(B)(4) at the time of the complaint closure. Visual evaluation: visual examination of the complaint unit was not possible as the unit was not returned. Functional evaluation: a functional evaluation of the complaint unit was not possible as the unit was not returned. Root cause: based on the available information, the root cause is being attributed to end user error. The use of a single pad is not recommended for use with the leep precision device. The dual (split) pad works with the qms providing a layer of safety to prevent burns. The IFU specifies the unit is to be used with a dual pad and warns against the use of pads that are not recommended. Corrective actions: the customer was made aware of the pad recommendation requiring the use of dual pads. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No training is required.

Event description:
Incident detail- we had an incident today during a leep procedure with one of dr. (B)(6) patients in which the patient was burned on her leg by the grounding pad during the coag component. Thankfully, it was a small area of the skin. Doctor and the staff member stated that the settings were all correct and pad was affixed properly to patient. I reported this to risk of course and will need another assessment of the machine before we place it back in service again. I am glad you were out to look at this last week. Follow-up initiated for additional info. 12/15/2021-on (B)(6) 2021, one of my ob providers was performing a leep procedure on a patient when the grounding pad on the patient began to smoke during the coag function. The procedure was discontinued and the patient had a small, 1-2 inch area where skin was removed on thigh where the pad burned her on corner of grounding pad. Patient did not know what was happening during that time and did not feel any pain. Provider dressed the wound on patient and will see her for follow-up visit on (B)(6) 2021. Medical assistant stated that grounding pad was affixed appropriately and completely to patient's leg. Incident occur during procedure. Patient, gamete, embryo, or end user involvement? Yes. Patient injury- yes. Medical / procedural intervention- yes. Patient/status: patient states she is "fine" and even forgot about the incident when I called her yesterday, (B)(6) 2021. 01/04/2022- per update received from csi service & repair dept. Customer was using the 6050p1 pad for the leep 1000, which is a solid pad. This is not the correct pad for a leep precision, which uses a split pad to utilize the rem safety feature (return electrode monitoring). The use of the 6050p1 pad nullifies the safety- see attd'.

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Event description:
Incident detail: we had an incident today during a leep procedure with one of dr. (B)(6) patients in which the patient was burned on her leg by the grounding pad during the coag component. Thankfully, it was a small area of the skin. Doctor and the staff member stated that the settings were all correct and pad was affixed properly to patient. I reported this to risk of course and will need another assessment of the machine before we place it back in service again. I am glad you were out to look at this last week. Follow-up initiated for additional info. One of my ob providers was performing a leep procedure on a patient when the grounding pad on the patient began to smoke during the coag function. The procedure was discontinued and the patient had a small, 1-2 inch area where skin was removed on thigh where the pad burned her on corner of grounding pad. Patient did not know what was happening during that time and did not feel any pain. Provider dressed the wound on patient and will see her for follow-up visit on (B)(6). Medical assistant stated that grounding pad was affixed appropriately and completely to patient's leg. Incident occur during procedure. Patient, gamete, embryo, or end user involvement? Yes. Patient injury- yes. Medical / procedural intervention- yes. Patient/status: patient states she is "fine" and even forgot about the incident when I called her yesterday, (B)(6). Leep precision intg sys lp-10-120 (B)(4).